Event description:
On 10/14/2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter powers off during use. On 10/22/2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 3 times per day and manages her diabetes with byetta, metformin, and glyburide. On the day of event at around 7am, the pt reportedly could not obtain her usual glucose reading due to the power issue on the subject meter. The pt took her byetta injection and rushed to her doctor's appointment. The pt noted that she did not eat at the time of concern. Two hours later, at around 9am, the pt developed symptoms of weakness and increase heart rate. At the time of concern, the pt was able to obtain a blood glucose reading of "67 mg/dl" on her father's meter. The pt promptly drank some soda and reportedly felt better. The pt felt that had she been able to obtain a reading on the subject meter that morning, she would have been able to prevent the reported symptoms by eating sooner. During troubleshooting, the customer care advocate verified that the battery was not replaced per the owner's manual, there was no product misuse, and the subject meter shutoff before the time was up. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia 2 hours after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.